Event description:
It was reported that the oxylog 3000+ device failed while ventilating a patient. The user had to swop the ventilator - to manuell ventilation. 08.04.2022: new information received: through inquiries with the customer, the additional information came on 08.04.2022 that the critically ill patient had died. At the current time, it cannot be ruled out that a device malfunction, user error, or the critical condition led to the patient's death.

Manufacturer narrative:
The log file and the provide information were analysed for investigation. In case of a technical problem the device alarms visually and acoustically. Potentially the ventilation may stop. In this case an alternative independent ventilation device has to be used instantly, as described in the instruction for use. The log file entries show that imminently after the device was powered on at the date of event, the device alarmed for "charge int. Battery". Even though the ventilation was started by the user. Shortly after the device alarmed for "int. Battery discharged" and a warmstart was triggered. The sequence of alarming for "int. Battery discharged" followed by a warmstart kept recurring until the device was switched off by the user. The log file entries revealed that on the day before the event (on (B)(6) 2022) the device already alarmed for "int. Battery discharged" and the device was switched off afterwards by the user. The battery in question was tested after being charged for 24 hours in the dräger workshop. Ventilation was carried out on battery for more than 3 hours with no switch off or failure. In the same course the power supply of the customer was tested, and no failure was found. It seems that the battery was not charged between the (B)(6) 2022 and the (B)(6) 2022. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the oxylog 3000+ device failed while ventilating a patient. The user had to swop the ventilator - to manuell ventilation. 08.04.2022: new information received: through inquiries with the customer, the additional information came on 08.04.2022 that the critically ill patient had died. At the current time, it cannot be ruled out that a device malfunction, user error, or the critical condition led to the patient's death.